Event description:
It was reported that the pacemaker from the system triggered a lead safety switch (lss) due to high pacing impedances out of range in this right ventricular (rv) lead. Technical services (ts) discussed resetting lss and monitoring. The system remains in service. No adverse patient effects were reported.